Event description:
It was reported that during dissection for a sling procedure, the surgeon perforated the bladder. The bladder was repaired, indigo carmine was given, and both ureters were fine. It was reported that this was the physician's first procedure with the device. The physician opined that the probable source of the injury was that he had made the suburethral incision two centimeters long instead of two centimeters deep. The device was not placed, but a kelly plication was carried out with catheter drainage for ten days. The patient is now doing well.

Manufacturer narrative:
Conclusion: the physician opined that the probable source of the injury was that he made the suburethral incision two centimeters long instead of two centimeters deep.